Event description:
The patient reported, the infusion tubing becomes disconnected while at work sitting at her desk. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was returned for evaluation, and the complaint could not be verified due to misuse of the product. The investigation revealed that the luer was separated from the infusion tube. Manufacturer testing involves a full integrity inspection of the products, and only products that comply with the specifications are approved and released.

Manufacturer narrative:
This incident occurred outside of the united states.